Event description:
Rptr was doing chest compressions on cardiac arrest pt with aicd implant when he received a shock significant enough to cause numbness to entire right side of body, headache, nausea and sustained sinus tachycardia. Rptr was hospitalized from 2/4 - 2/6/96.